Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient came to the ER complaining of coughing and palpitations. Review of at/af episode data showed intermittent ffrw (far field r wave) oversensing which caused loss of atrial tracking. Lv threshold increased significantly from implant and is now 3.75 v @ .4 ms in lring-rvcoil configuration. During threshold testing in voo mode, the patient experienced coughing spells; however no coughing during normal atrial tracking. Coughing seemed to coincide with asynchronous pacing. No patient complications have been reported as a result of this event.